Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-515b-1827: the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the outer flow tubing exhibits contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure ¿fiber tip broke in patient¿. No additional information provided. Patient outcome: no injuries to patient reported.